Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. It was determined that the tech processor circuit board and the quad output power supply should be replaced. Parts were placed on order. No further problems are anticipated once repairs are affected. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9600 does not fully initialize. There was no adverse patient involvement reported. There was no patient info reported.